Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at service center and evaluated. The reported condition was confirmed since there was rusting on the device and the blue pedal is not functioning as intended. The footswitch is non-repairable, the likely root cause of the reported problem is fair wear & tear due to age and use of the device as the device is 14 years old, other than that we could not determine a definitive root cause. A manufacturing record evaluation was performed for the finished device [product code: 225023, lot number: 0409085] , and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that there was a connection failure. There was no adverse consequence to the patient.